Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins). They reported that they had no issue with their old ins at all and loved how wonderfully it worked. Pt just had a new and improved stimulator implanted. There are many unpleasant issues that pt is having with this new stimulator. First, they are unable to plug it into the wall while they are charging so that the external battery maintains a constant charge. They are also unable to program their battery themselves to cover the areas where they need the most relief like they could do with the old stimulator. Patient asked why should they have to schedule an appointment with a manufacturer representative (rep) to program their battery? They are also unable to get the intensity that they need to help them cope with the pain they constantly have. With this new and improved stimulator they are having to charge every two days whereas, with the old stimulator, they only had to charge once every two weeks. Patient stated the new battery that was released is horrible and they have scheduled an appointment to have it removed and having a battery that is functional put in. Patient stated the manu facturer has sorely disappointed them and the manufacturer has added to the terrible pain they feel daily. If they would have known ahead of time there is no way they would have had this battery imbedded their body, never. Patient added "what idiot came up with this incredibly poor idea for this battery?"

Event description:
Additional information was received from the patient. They reported that the battery they currently have is too small to hold a charge sufficiently enough to provide the relief they need. There has been no change that altered functioning. "We have tried to adjust the leads multiple times without success." Issue is not resolved, it is not fixed and patient needs yet another surgery to fix this horrible battery. Patient stated it is too small, it cannot hold a charge very long, it cannot increase to the intensity needed, they cannot plug the charger into the wall while they are charging the battery inside of them. Patient stated this "'new and better' battery is junk" they have to have another surgery to replace it.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.